Manufacturer narrative:
(B)(4). Due to lack of information this case is not currently assessable, and is being conservatively reported. Baxter is currently in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the customer to retrieve additional clinical details. No response was received. Baxter synovis completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review could not be performed as the batch number was unknown. No trend was identified. No further investigation can be conducted. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This case will be kept on file for trending purposes.

Event description:
Patient 2 of 5: this report was received on (B)(6) 2015 by baxter(B)(4) from a distributor (B)(6). Reportedly, they received a call from a customer related with vascuguard product (code unknown, batch unknown). 4-5 patients received a patch implant. They were operated again due to hyperplasia in the area where the patch was located. The incident occurred after use. The occurrence date was unknown. Additional information has been requested. 5 units impacted. This is 1 of 5 cases. The complaint numbers for the related cases are as follows: cmplnt-(B)(6) (patient 1). Cmplnt-(B)(6) (patient 3). Cmplnt-(B)(6) (patient 4). Cmplnt-(B)(6) (patient 5).